Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported by the surgeon that the patient had an swedish adjustable gastric band inserted in (B)(6) approximately two years ago. The surgeon reported that the band had slipped. The patient had an obstruction with stomach necrosis. The physician requested information concerning the structure of this gastric band. The band was removed without any patient complications. The patient is doing fine.